Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported that it hurts when they pee. Patient stated that at first it was working real good and can't complain about their bowel because its doing what it's supposed to, but the peeing hurts so bad, and they're now back to where it was when they first got it. Patient stated that they wanted to adjust it to where it was before. Patient explained that the "peeing hurts at the start and ease up in the middle, and can't explain how it hurts at the end". Patient also stated that sometimes it doesn't hurt, but it's been like this for a while; probably 3 months. Agent walked the patient through connecting to the ins. Patient was able to connect and increase the stimulation to a comfortable level. Patient to monitor the symptoms and redirected to the hcp to further address the issue. Additional information was received from the patient. The patient reported that they were still having trouble peeing. Patient stated that it was doing really good, but they were having pain when they urinated. Patient mentioned that their healthcare provider (hcp) prescribed them antibiotics, but it wasn't really helping. The patient mentioned that before they had the ins, they couldn't pee, then it became real urgent and had to just go and couldn't make it. Patient denied having falls or accidents. The agent walked the patient through connecting to the ins and reviewed increasing stimulation. The patient was able to connect and increased stimulation to a comfortable level on the bike seat area. The patient was directed to monitor the issue and redirected to the hcp to further address it.

Manufacturer narrative:
B2: antibiotics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.